Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt, and the alarm was resolved by a complete infusion set change. The blood glucose reading was 131 mg/dl. The customer was unable to troubleshoot at the time of the call because she had already changed the infusion set. She stated that a change of the insertion site had resolved the issue and was able to use the same reservoir. Advised the customer to call during the time of the alarm for troubleshooting. The customer stated that the bolus did not show up in the bolus history; advised her to monitor her blood glucose levels and consult with her doctor to see if she should give herself the bolus she had originally intended to deliver. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.